Event description:
It was reported that the patient presented for follow-up. It was observed that the the implantable cardioverter defibrillator battery was exhausted. Premature battery depletion was suspected. The patient was scheduled for explant and the device was replaced. The patient was stable.

Manufacturer narrative:
The reported event of early battery depletion was confirmed by laboratory analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on device usage. Electrical tests confirmed high current drain from the hybrid. An anomalous integrated circuit was found to be the cause of the high current drain and premature battery depletion.